Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # 482c66. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60w reload was received unfired. The returned reload was loaded into a test device. The reload was tested for functionality with a test device and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 482c66, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: please provide more details of type of oozing 2. How was the bleeding controlled? -unknown 3. How much blood was lost (ml)? -unknown. Not too much. 4. Did the patient require a transfusion? -no.

Event description:
It was reported that during the lobectomy surgery. Used stapler to fire twice, but both staples formed with irregular shapes and anastomotic site was oozing. Changed the new reload to complete surgery. There was no patient consequence reported. No additional information can be provided.